Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed a cracked enclosure and front cover. The pcb and power switch were also outdated. The customer reported product problem (crack on the button by the vent) was confirmed during the visual inspection. The product problem occurred as a result of normal wear and tear. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Damage to the device by the user was identified as the root cause of the product problem. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that there was a crack on the button by the vent of the level 1 hotline low flow system (hl-90). No patient injury or complications were reported in relation to this event.